Manufacturer narrative:
Four opened and or used reservoirs were inspected and no anomalies were noted. Occlusion test was performed and reservoirs weren't occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump alarmed no delivery, which was resolved with an infusion set changed. Troubleshooting could not be performed at the time of the report, therefore reservoir occlusion could not be ruled out. Customer's blood glucose was 336 mg/dl and he was nauseous and vomiting. Nothing further reported.